Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. The patient remains ongoing on (B)(6) with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had a history of ventricular tachycardia and sick sinus syndrome (sss) prior to left ventricular assist device (lvad) implant, and implantable cardioverter defibrillator (ICD) was implanted prior to the lvad. The patient experienced atrial tachycardia with heart failure symptoms. The arrhythmia did not result in clinical compromise and the arrhythmia resolved. The patient remained in the hospital for continued heart failure management.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had persistent ventricular arrhythmia requiring defibrillation or cardioversion.